Manufacturer narrative:
The reported events of failure to capture, failure to sense and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical and visual analysis was normal with no anomalies found. All other damages were sustained during procedure.

Event description:
Related manufacturer reference number: 2017865-2023-36100 it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to sense and low pacing impedance which may be due to header anomaly on the pacemaker. The pacemaker and the rv lead were explanted and replaced. The patient was stable.